Event description:
During surgery, just prior to closing the chest, an echo-cardiogram demonstrated the posterior leaflet was not working properly. This resulted in mitral regurgitation. The defective valve was removed and replaced. The manufacturer was notified.